Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only a delivery wire and main coil were returned for this complaint. No damages were found in the delivery wire. The main coil was found kinked and stretched. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached, the detached arm part was not returned. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection of the coil and delivery wire that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 05apr2021. It was reported that the coil failed to pass, stuck, and prematurely detached. The target lesion was located in the internal iliac artery. A 15mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the coil failed to pass the middle part of the catheter and was stuck. Subsequently, the advancing wire was noted to be detached from the coil. Both coil and catheter were then removed. The procedure was completed with another of same device. No complications reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached and not returned.